Manufacturer narrative:
Russo, m. Et al (2015). Reversed contralateral liss plate for vancouver b1 periprosthetic femoral shaft fractures. Orthopedics, 38, e467-e472. This report is for an unknown liss plate/unknown quantity/unknown lot. Screw, fixation, bone; hwc. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, russo, m. Et al (2015). Reversed contralateral liss plate for vancouver b1 periprosthetic femoral shaft fractures. Orthopedics, 38, e467-e472. The authors reported a novel technique for the minimally invasive treatment of vancouver b1 periprosthetic femoral shaft fractures using a contralateral distal femoral synthes device, less invasive stabilization system (liss) plate and bicortical and unicortical locking screws. Between march 2007 and january 2010, 15 patients, seven men and eight women with average age of 72 years (range, 60-88 years) underwent treatment. One patient died soon after surgery of complications from rupture of a pre-existing esophageal ulcer. Of the remaining 14 patients, average follow-up time was 25 months (range, 6-31 months). Results: serious injury. Two patients had infections that occurred within the first seven days postoperatively; they were successfully treated with irrigation, debridement and antibiotics. Serious injury / reportable malfunction. Two patients did not achieve union (one patient experienced late aseptic loosening and underwent revision surgery 22 weeks post-operatively; the second patient experienced hardware failure /early loss of fixation with subsequent revision surgery). This is report 1 of 2 for (B)(4). This report is for an unknown liss plate and screws and refers to the serious injury of two patients who had infections that occurred within the first seven days postoperatively; they were successfully treated with irrigation, debridement and antibiotics.